Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that they suspected that a clot passed through the pump. The patient experienced power spikes with a drop in pi, which were accompanied by a strong vibration he felt in the pump. There were also audible grinding sounds heard via stethoscope. On (B)(6) 2012, the vad coordinator reported that the patient was readmitted because he forgot to take his medication for 4 days. The vad coordinator began to notice that the pump's speed was fluctuating by 200rpms and power was sporadically decreasing. The patient is not showing any signs of hemolysis.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.